Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with one syringe of juvéderm volbella® xc in the tear throughs, ocularis, and in the middle underneath the eye area. Patient noted that immediately after injection, thye experienced "three big bumps in the eye area, indentation, caused disfigurement" and bilateral cystic acne on the eyelids soon after. Patient underwent two hyaluronidase injections approcimately three and four weeks after the injection. About another two weeks after the most recent hyaluronidase treatment, patient had a filling with juvéderm voluma® xc in an unspecified area that "reignited the lump and resulted in big as ever like a big mosquito bite." Patient reports event has been very stressful and is being evaluated by a plastic surgeon.